Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg shifted in her pocket causing her discomfort. The patient underwent a revision procedure wherein the pocket was simply extended, and the current ipg was pushed out further towards the flank. No device malfunction was suspected.